Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR reports # 1627487-2013-18642, 1627487-2013-18644, 1627487-2013-18645, 1627487-2013-18646. It was reported the pt experiences unintended, uncomfortable stimulation. Reprogramming was unable to resolve the issue. The pt is also experiencing pain at the anchor, lead and ipg sites. The pt recently lost approximately 10 pounds and the anchor is noticeable, but not protruding. Surgical intervention will be taken at a later date to address this issue.